Event description:
It was reported that inappropriate vf diagnosis was observed due to noise. Hv therapy was turned off. During lead extraction with a spectranetics sheath, the svc and innominate vein tore, and the patient expired. Device remains in the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.